Event description:
It was reported to philips that the device is not going through the test. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Parent record pr# (B)(4) (case#(B)(4)) is considered a duplicate of pr#(B)(4)( case#(B)(4)) as serial number, institution and reported issue is the same. Please kindly refer to submitted initial emdr under pr#(B)(4) with MFR report number: 3030677-2024-02841. . The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.